Event description:
A peritoneal dialysis patient's daughter reported that the cat punctured the tubing lines while the patient was in drain. The patient only managed to drain out 469 ml. The treatment was cancelled. The patient was disconnected from the tubing line. The patient's effluent was clear. The patient took two doses of keflex 500 mg per day for 7 days prophylactically. The sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The leak was reported to be caused by patient's cat, this defect is not related with the process manufacturing. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.